Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet device was not holding a charge, with uncertainty whether the issue involved the charger or the ilet hardware. Symptoms included no clinical effects reported by the user. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included attempts to contact the user for troubleshooting and education to differentiate between a failed charger and a device power/charging malfunction. Investigation of this case revealed that no troubleshooting could be completed due to lack of response and the failure mode remained undetermined. It was concluded that the event involved a reported charging failure with no confirmed device malfunction and no patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.